Manufacturer narrative:
Investigation results: summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damage to the front barrel component with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for damage to the front barrel component with the incident lot was observed. Root cause: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a burr was found on the barrel of a bd vacutainer® push button blood collection set. There was no report of exposure, serious injury or medical intervention.